Manufacturer narrative:
On september 18, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the artoura plus sm te uhp 700cc tissue expander was found to have a tear on the union between the shell and bladder. Additionally the shell was received blue. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. In conclusion, after physically evaluating the device and with consideration to current process controls and manufacturing procedures, the product complaint could not be confirmed to have been caused by manufacturing error. Regarding to the blue color in the shell, as stated in the product insert data sheet, is contraindicated to place drugs or substances inside the tissue expander other than sterile saline for injection since this could compromise the product integrity. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 24, 2023, the mentor failure analysis lab received the device for evaluation. The device appeared blue. Upon follow up, a confirmation was received on (B)(6) 2023 that methylene blue was used during procedure. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 72-year-old black or african american female patient underwent primary breast reconstruction surgery with 700cc mentor artoura plus, smooth, ultra high profile and experienced expander deflation on her right side postoperatively. As a result, the patient is scheduled for a replacement surgery with smooth round high profile breast implants on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Explantation date: (B)(6) 2023.. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).